Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that an attempt to reposition the left ventricular (lv) pacing lead was unsuccessful and that the lead was removed and replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-58, implantable pacing lead implant date 2007-(B)(6); product ID 5076-52 implantable pacing lead implant date 2007-(B)(6); product ID d334trg implantable cardioverter defibrillator (ICD) implant date 2013-(B)(6); product ID 693558 implantable tachy lead implant date 2013-(B)(6). (B)(4).

Event description:
It was further reported that the repositioning attempt was because the lead had become dislodged within one day of implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.